Event description:
As reported by the user facility: reports under infusion. Reports about 6 weeks ago incident where nurse believed rate changed itself from 125 ml/hr down to 28 ml/hr during infusion. Drug being infused at time is unknown, but it was a chemo drug. Customer thought this might be a user error as nurse was new to facility. Pump was not taken out of service. Reference MFR # 9610825-2013-00071.